Event description:
The patient is an elderly female admitted on in the summer for revision of left total elbow arthroplasty with replacement of the axial pin and bushing. The patient has a history of left elbow arthroplasty at our facility five years ago followed by a revision one year ago. The bushel and the pin had dislocated and been replaced during the revision. The provider stated he "had it reduced and functional." After this, the patient presented with pain and loss of motion. Radiographs revealed a dislocated total of the components. Reviewing the x-rays, it did not appear that the pin broke. The provider stated his presumptive diagnosis or explanation for this was that the pin may have backed out allowing the components to dislocate and then the pin pushed its way back in, although he could not verify this was the case.